Event description:
Mild lens calcification of the right eye eclipsed by other pathology. Date of original surgery was in 1999. The pt visual acuity at the last examination was 20/200. No surgery has been planned.